Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is intermittently unresponsive when pressed. Keypad is intact. There was no adverse event associated with this complaint.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance: mg pt was admitted with breathing difficulties (pre-condition). Scheduled for thymectomy and 5 tpe procedures before surgery. The pt needed to be intubated more than half way through the tpe procedure. At which point, the operator noticed light hemolysis in centrifuge, plasma line and waste bag (no alarm noted). The operator stated that the hemolysis went on for 2 minutes. The operator than aborted the procedure and did not perform rinseback. This report is being submitted due to the potential for injury and termination of the procedure.

Manufacturer narrative:
The sales rep went to the site and provided the following: it did not appear that the separation occurred at any transition point in the mc, nor did it appear to be cut or stretched. I was unable to determine with certainty which physician was involved in this case. There was no report of a problem with the enterprise & based on the pictures the enterprise was not deployed. The coil that 'flipped out' could not have been a cordis/codman coil as we have no inventory at this hospital. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
No product was returned for evaluation. Eight pictures were received to be evaluated the pictures shows what appear to be a prowler select microcatheters. The pictures showed eight views from the proximal and distal sections from the device. All the pictures show the microcatheter inside of a clear plastic bag. The images are not clear enough and the characteristics at the tip broken point could not be distinguished. Therefore, based on the information received a reliable analysis could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. However the product was not received for evaluation and with the pictures evaluation it is not possible to determine the exact cause of the reported failure. Neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Controls are in place that prevents these kinds of damages leaving from the facility. Therefore based on previous information no corrective action will be taken. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the coil flipped out and the physician had to retrieve it. During the retrieval, a piece of the microcatheter broke off and was left in the brain. Several views were done to determine if the piece could be retrieved, but the branch were the catheter was in, was too far out in the brain to retrieve without doing harm to the patient. Did not cause harm to the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15130491 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No issues were noted that were considered potentially related to the reported complaint. Catheter assembly for lot 15129332 was reviewed and no nonconformances were generated and no incidents were noted that could be potentially related to the complaint reported. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via a voluntary medwatch that during the procedure, the coil flipped out and the physician had to retrieve it. During the retrieval, a piece of the microcatheter broke off and was left in the brain. Several views were done to determine if the piece could be retrieved, but the branch where the catheter was in, was too far out in the brain to retrieve without doing harm to the patient. It was indicated that it did not cause harm to the patient. With further investigation, it was reported that no specifics regarding the procedure or the devices were available. It was reported that the device would not be returned for analysis. Viewing of the package that contained the involved product was allowed at the site; however, removal of the device from the biohazard waste bag which contained it was not permitted. Eight pictures taken by the codman field representative were received for evaluation. The pictures show what appears to be a prowler select microcatheter. The pictures showed eight views from the proximal and distal sections from the device. All the pictures show the microcatheter inside of a clear plastic bag. The images are not clear enough and the characteristics at the tip broken point could not be distinguished. Therefore, based on the information received a reliable analysis could not be performed. Further review of the device was completed via onsite visit by a device engineer. The package was composed of pouches with inner label of a prowler select plus microcatheter ((B)(4)), an enterprise stent ((B)(4)), an ev3 axium pgl pc-2-2-3d coil (noncodman), and a prowler select lpes ((B)(4)). Also included were two biohazard waste bags. One bag contained a prowler select plus microcatheter, an enterprise stent along with an ev3 axium coil one end of the stent was observed. The enterprise stent did not presented any observable damage. It was reported that there was no report or any reference to any problems or complaints related to the enterprise vrd and no further specifics regarding its use. Observing the damage to the stretch resistant noncordis ev3 coil unit it can be assumed that an excess of pull force was applied. A second bag contained a prowler select lpes microcatheter. A review of the prowler select lpes found no damage to the tip of the microcatheter and no damage to the marker band. Several kinks were observed on the body of the microcatheter; however, the exact location of the kinks was not able to be pinpointed since removal from the bag was not allowed. During the visual inspection including visualization via microscope of the prowler select plus, severe damage to the distal tip of the microcatheter was observed. While the sample still remained inside the biohazard bag, the tip was measured to 4.3 cm, missing the distal marker band. The damage was observed away from any fusing point. Per specification, the distal tip of the microcatheter should measure 5 cm in length and contain two marker bands; 0.7 cm and one marker band was missing from the analyzed sample. A small kink was observed between the proximal marker band and the distal fusing point. An exact measurement of the position of the kink was not possible because the sample must be left inside the biohazard bag. While zooming on the affected area it was appreciated that the damage occurred by having an excess of pull force. According the analysis performed and judging by the rupture point (away from fused segment) and the conditions on how both the prowler select microcatheter and coil were severely stressed, it is concluded that the failure is not manufacturing related and the cause of the separation was due to application of excess of force. Although no definitive conclusion can be made based on the available information, it appears that procedural factors contributed to the microcatheter separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was view by an fal analysis and the following was noted: judging by the rupture point (away from fused segment) and the conditions on how we found the sample (both microcatheter and coil severely stressed), we can conclude that the failure is not manufacturing related. Additional information will be submitted within 30 days of receipt.